Event description:
It was reported that the right atrial lead fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal insulation was abraded at 21.2 cm - 21.8 cm from the distal end of the lead. The damaged distal insulation would account for the electrical short circuit encountered during testing.